Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:06:53. During night drain cycle five, the patient's ultrafiltration reading was 2218ml, indicating the home patient drained 2218ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. It was determined that the cause of the iipv event was due to an insufficient drain and use error, further specified as an inappropriate bypass of a drain, not including an initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a drain. The guide warns that bypassing a drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.